Manufacturer narrative:
The na electrode lot number is u9107. The expiration date was not provided. The field service engineer (fse) performed a rinse tube exchange. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 36 patient samples on a cobas pure c 303 analytical unit. Refer to the attachment to the medwatch for all patient data. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) replaced the ise degasser, replaced and cleaned several valves, and replaced the sample probe, ise dilution cup, and washer/disk for the ise syringes. The fse checked tubes and electrodes and performed a wash, ise check, precision test, calibration, and qc. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.